Event description:
Initial report received from hcp reporting pt admitted into hosp in 2002 due to breathing problems, two days after refill. Pump accessed and aspirated 7.5 cc's but were expecting to pull out 9.4 cc's. History of pump performance prior to this event included, a month before, nurse could hear pump beeping - interrogation of pump revealed "low battery alarm" after refill pump no longer displayed the message. Pt referred to surgeon for consult re replacement of the pump 3 days before event and pump refilled 2 days before event. Interrogation of pump normal on both of these dates. Pump reprogrammed. Pump infusing fentanyl. Follow up with hcp revealed pt lives alone but had told family members they did not feel well - nauseated. Family member stopped to check on the pt early the next day and found the pt was "cyanotic, respirations minimal and aroused with verbal and physical stimulation". A complete work up was started but pt lapsed into non responsive state. Bolus dose or 0.5 cc of narcan given with arousal - second dose required to bring pt to fully aroused state. Pump stopped and CT scan done to rule out other causes of event. CT normal. Pt is now waiting to have device replaced.